Event description:
It was reported that the pt experienced seizures. There was no other return of symptoms. The refill date was missed and the volume in the pump was below the recommended volume to maintain adequate infusion. The pt was initially admitted to the emergency room, but later was stable and released back to the outpatient care facility where he lives. There were alarms noted. The volumes were checked and were equal. It was unk if the pt's symptoms were related to the missed refill or to other medical issues including disease progression or multiple other issues related to the pt's initial injury. The physician was planning to troubleshoot the catheter since there was concern the pt may not be getting the medication because the pt's dose was 1201 mcg/day of 4000 mcg/ml baclofen. The pt's pump was refilled with 2000 mcg/ml baclofen and plans were made to troubleshoot the catheter. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.